Event description:
It was reported that the customer experienced numerous occlusion alarms, leading to frustration with ongoing insulin pump therapy. There was no reported adverse impact to the customer's blood glucose level. To address the persistent occlusions, the customer would either resume insulin or change the pump supplies but ultimately decided to discontinue pump usage and revert to injection therapy.